Manufacturer narrative:
Patient was experiencing pain and decreased range of motion. Arthroscopy procedure was performed. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient was experiencing pain and decreased range of motion. Arthroscopy procedure was performed.